Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was in the 300's mg/dl. The customer administered a manual injection. Reportedly, the customer has an alternate pump available as alternate insulin therapy.